Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error alarm on their insulin pump. It was reported that the customer was not able to clear the alarm. The customer's blood glucose level was reported to be 500mg/dl. It was reported that the customer was advised to discontinue use of the device, and that it would need to be replaced and returned for analysis. No further information provided.

Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms were noted. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the unresponsive buttons. The pump was received with minor scratches on the lcd window and reservoir tube window. The pump also had a missing end cap sticker, a cracked case at the display window corners, cracked battery tube threads, and a broken belt clip slot.